Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device dislocation ("migration") and kidney infection ("kidney infection") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included abdominal pain lower and hemostasis. Concomitant products included paracetamol (acetaminophen) since may 2012. In may 2012, the patient had essure inserted. In may 2012, the patient experienced kidney infection (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), genital herpes ("vaginal herpes"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal mycotic infection ("yeast vaginosis"). In march 2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). In june 2015, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain"), menstrual disorder ("menstruation issues") and infection ("infections"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, kidney infection, pelvic pain, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, genital herpes, bacterial vaginosis, depression, anxiety, vaginal discharge, dysmenorrhoea and vulvovaginal mycotic infection outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, genital herpes, infection, kidney infection, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 1-aug-2012: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 25-jul-2018: new pfs received - new event added: abnormal bleeding (vaginal, menorrhagia); vaginal herpes and bacterial/yeast vaginosis; depression and mental anguish; dysmenorrhea (cramping); pain; vaginal discharge; were added. New reporter were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), menstrual disorder ("menstruation issues") and infection ("infections"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered device dislocation, ectopic pregnancy with contraceptive device, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.